Event description:
Patient revised to address dislocation. Put in thicker insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided information states the patient is dislocating, put in a thicker insert. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.